Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Dealer advised low o2 with no yellow light.

Manufacturer narrative:
The device was evaluated by the returns department which found that the sieve bed is saturated, the 4-way valve is stuck, and the manifold is defective. The no yellow light for low o2 could not be confirmed.

Event description:
Dealer advised low o2 with no yellow light.